Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The philips service engineer (se) inspected the device. The se replaced the touchscreen and performed calibration all tests passed.

Event description:
It was reported that the ventilator touchscreen failed. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 30may2019, date rec¿d by MFR : 16may2019. A touch screen assembly was return for analysis. An investigation was performed and the root cause was isolated to the ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.